Event description:
An advocate called from ireland on behalf of her daughter to report that they obtained blood glucose readings of 1.3 mmol/l at 5:48 p.m., 1.6 mmol/l at 5:49 p.m. And 7.7 mmol/l at 5:50 p.m. With the contour next link 2.4 meter. The customer did not experience symptoms of hypoglycemia. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2022-00187.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using the in-house contour next link 2.4 meter and in-house contour next test strips from lot # 2bpeg11a with blood sample, which gave a satisfactory performance.